Event description:
The customer reported that the scope¿s image color was irregular. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: screen becomes black. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The device evaluation found that due to a cut on charged coupled device cable, the monitor shows a black screen with no image. In addition it was found that due to damage on switch 2, water tightness is lost. It was also found that the adhesive on the bending section cover had a chip, there was wire breakage of the inner braid of the bending section, and scratches were found on multiple components. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The cause for the reported issue cannot be definitely determined. The most likely causes are due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect in general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system¿ describes the following warning. 1. Before inspection, wipe the objective lens using a clean, lint-free cloth. 2. Turn on the video system center, light source, and video monitor. Inspect the endoscopic image. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities. 5. Angulate the endoscope and confirm. Olympus will continue to monitor the field performance of this device.